Event description:
The tip of the s.e. Electrode broke off during use. All the pieces were removed from the pt and another same like device was used to complete the procedure. There were no adverse affects to the pt.